Event description:
Tesio catheter had to be surgically removed by doing a thoracotomy. Pt is recovering fine. The skin tunnel tract was easy to dissect but could not be removed from the vein. Catheter had been in place about 18 months. Neck incision made to dissect on original vein (stuck to vein, fibrous sheath around catheter). Cardiac surgery involved pulling catheter out of right atrium. Venous lumen right atrium, arterial lumen within 2cm of right atrium. Marked that fibrous tract had become calcified.

Manufacturer narrative:
After examination of the returned deviec and review of all documentation related to the device; it is the engineers conclusion that the cause of teh calcification of the lumen could not be determined as calcium ions occur naturally in the blood. The device's adherence to the vessel wall would have been caused by calcified particulate accumulation. When the returned device was examined under the microscope, no abnormality of the silicone was observed. The portion of the catheter that had been calcified was not returned for eval. Due to the inability to duplicate the failure mode, teh engineer is unable to determine the cause of the failure. Calcification of lumen is being added to the trending criteria and added to the risk analysis on the long term catheters.